Manufacturer narrative:
Device evaluated by manufacturer, additional information: device evaluation is not suspected to provide additional relevant information for the reported event.

Event description:
A physician reported that a patient had some fluid build up around her generator site on her chest that was painful to the touch. The patient was later admitted to the hospital and it was identified that the patient's wound was infected. The patient had her vns device removed as a result of the infection. A review of the manufacturing record for the implanted device confirmed that the generator had been sterilized per specifications prior to release for distribution.